Event description:
Ilr hardware issue early battery depletion, implanted [redacted]-approximately 2 years ago and end of service (eos) [redacted]. Manufacturer response for implantable loop recorder, linq ii (per site reporter).